Event description:
Additional information was received indicating a pocket revision procedure was performed and the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort at the pocket site. The physician medically evaluated the site and no externalization of the skin was observed. The physician suspected the discomfort was due to tension of tissue within the pocket. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.